Event description:
It was reported that revision surgery was performed due to pain, weakness of the legs and hips, elevated cobalt and chromium levels, and fluid accumulations around the hip.

Manufacturer narrative:
The above combination of devices constitutes an off label application in the united states.